Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation on (B)(6), 2010 that an optiflex nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient weight is unknown). According to the complainant, the retrieval basket was unable to open and close inside the patient's kidney. There was no stone in the device when the malfunction occurred, and the physician was able to remove the device "easily." The procedure was successfully completed with another optiflex nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Evaluation of the returned device indicates the retrieval basket was partially open and could not be closed due to resistance with the thumb wheel. The device was disassembled to find "salt like crystals" on the drive wire. The customer was able to close the basket, insert it into the scope, and reopen it for use. Therefore, even though there was foreign material found on the drive wire, the most probable root cause for this complaint is operational context.